Event description:
It was reported by a medical professional that the patient passed away due to a seizure. The patient's funeral home reported that the device was likely buried with the patient. No additional relevant information has been received to date.

Event description:
The patient's product information was received and the company's internal programming history database was reviewed. System diagnostics were within normal limits. No additional relevant information has been received to date.